Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds and oversensing noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert was triggered. The ventricular sensing integrity counts up to 267; with non-sustained ventricular tachycardia (vt) episodes and evidence of lead noise oversensing. The rv lead integrity warning occurred for sensing integrity counter greater than 30 in 3 days and 2 or more high rate episodes.